Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and was repositioned about two hours after the implant procedure. After repositioning the ra lead, there was a lead warning noted on interrogation which was thought to be due to the open port while the lead was being repositioned. Later, the device picked up four episodes which were clearly noise. Follow-up was performed and it was found that the doctor did another procedure to reposition the ra lead. It was determined that there was excessive slack in the lead, so repositioning was necessary. The lead remains in use. No patient complications have been reported as a result of this event.